Event description:
Reportedly, after completion of the anastomosis, the spring that allows the anvil to tilt jammed. The extraction of the instrument became a threat to the anastomosis. An unintended colostomy was preformed for protection. Procedure: colectomy.